Manufacturer narrative:
Other, other text: d4. UDI, d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, strain relief of the power cord was loose, faded power cord, on the front cover one of the feet that holds the cover to the unit was broken, missing all 4 bumper feet and missing water tank cap. Per functional testing, the strain relief nut of the power cord was loose from the inside of the unit. The complaint was confirmed. The root cause was a loose power cord strain relief nut from the housing. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the strain relief on the power cord. Replaced power cord, front cover, and water tank cap. Replaced o-rings and reservoir gasket. Perform preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.

Manufacturer narrative:
Date of event and UDI number are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing will not fit. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.